Event description:
On (B)(6) 2025, a patient (pt) reported irritation and noticed an acuvue® oasys multifocal brand contact lens (cl) was misshapen. The pt reported the same issue occurred with the next cl and the pt was diagnosed with a corneal ulcer. No additional information was provided. On 19nov2025, the pt provided additional information. The pt reported ¿most of the lenses from the box were misshaped in use and not as round as usual and wavy edges.¿ the pt noticed the misshaped lenses upon removal from the left eye (os) and reported irritation occurred after using the lenses. The ¿continued to use the lenses without realizing it was hurting the pt¿s eye.¿ on (B)(6) 2025, as the issue was not resolving, the pt visited an eye care professional (ecp) who referred the pt to an ophthalmologist. The pt reported the ophthalmologist diagnosed a corneal ulcer in the os (location unknown) and prescribed moxifloxacin 0.5% 1 drop every 3 hours for 2 days. The pt went back for follow-up (date not provided) and the ecp added prednisolone 1% 1 drop three times daily (tid) to take with the antibiotic with same frequency for one week. The event resolved in 1 week and the pt was last seen by the ecp on (B)(6) 2025. The pt was able to return to cls wear without issue. The date of event was reported as 22oct2025. On (B)(6) 2025, calls were placed to the pt¿s treating ecp to verify diagnosis and treatment, with no success. The pt¿s unconfirmed os corneal ulcer is being reported as we were unable to verify the diagnosis and treatment with the pt¿s treating ecp. No additional information has been received. A comprehensive review of the manufacturing records for lot number b017ktx was conducted, including all relevant aspects such as parameters results, packaging audits, package integrity assessments, identification of nonconformities, recorded deviations, and sterilization processes. This assessment confirms that all units complied with the specified criteria and were released in accordance with established product specifications. The suspect os cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.